Event description:
It was reported that the patient¿s pump was not working for a 1.5 years. It was noted that, the catheter was wrong, the pump was wrong, something was wrong. The patient kept getting these big bubbles in the side where the morphine was going between the fat tissue and the skin. The pump was on the left side and the catheter wraps around. An MRI was done and the catheter was found pulled out of the spine. The surgery was around (B)(6) 2013. The pump was used to infuse morphine. No outcome was reported regarding this event. The patient alleged pump, serial number (B)(4), was involved in this event; however, the manufacturer acknowledges this is unclear as device records show the pump was explanted on (B)(6) 2008. The reported surgery that resulted from the event was on (B)(6) 2013, after device records show the pump was explanted. Follow-up is being conducted for clarification. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8703w, lot# l56471, product type: catheter. Product ID: 8731, lot# b003046n38, product type: catheter. (B)(4).